Manufacturer narrative:
A comprehensive review of the manufacturing and inspection records for this lot has been completed. No deviations or non-conformances were identified. One opened sample was returned by the customer for examination. A visual inspection was conducted on the returned product. It was observed that the catheter was broken near the hub. The damaged to the catheter seems to happen in the user¿s environment and it is hard to tell the exact reason. The complaint was confirmed. No corrective action was taken at this time since the issue seems not be related to any issue during manufacturing. Additional information provided in d.9., h.3., h.6. And h.11.

Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
During a drainage management of the thoratic cavity, the pigtail had been placed in vivo for about 8¿9 days when the doctor found that it had broken into two pieces from the white hub, causing the patient to develop pneumothorax. The patient was then placed in a chest tube and transferred to the ICU care. The faulty product returned from the hospital included only the pigtail and was found without an outer package. We have provided a photo for your reference to show the faulty condition.